Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during an attempted implant good sensing values could not be found. The physician also noted that there was blood under the insulation by the pin. The physician decided to implant a new lead.